Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the dropped image could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended a couple of trouble-shooting options. However, those ultimately proved unsuccessful, and the tac informed the customer that the subject device would have to be returned for evaluation and possible repair. Thus far, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center dropped its image during the middle of a procedure while a 180 series scope was being used. According to the initial reporter, the image only drops on the 180 series scopes, the 190 series has an image, but lines are running through it. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.